Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 387 mg/dl with trace ketones. To address the bg level, the customer changed out the supplies on the pump and delivered a correction bolus. At the time of the call, the customer's bg level was 220 mg/dl. Recommendation was made to consult with health care provider regarding diabetes management.